Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician had to release the capsule using the emergency procedure. The capsule fell in the patient's mouth but the physician was able to retrieve the capsule. The patient was not injured following the procedure.